Manufacturer narrative:
The received device had the cannula assembly deployed. A tear in the exposed end of the soft cannula was observed. It is unclear when the tear occurred. Inspection of the device did not find any issues that would result in high blood glucose levels. No other defects or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 145185caw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 or above 13.9, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 3.9 or above 13.9, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached 18.9 mmol/l (341 mg/dl) after wearing the pod for longer than 48 hours on the abdomen.